Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was the 8110 syringe not able to recognize 3 ml bd syringe was not identified during the customer call. Technical support recommended to perform calibration first. If calibration does not resolve the issue, customer has to replace syringe size sensor. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8110 syringe did not recognize 3 ml. Bd syringe. There was no patient involvement.